Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 600 mg/dl. A manual correction injection was administered to address elevated bg. Customer went to the emergency room (ER) , customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue with no permanent damage. Customer was released the same day.